Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new pain and swelling in her chest around the implantable pulse generator (ipg) site whether the stimulation was on or off. The patient also felt intermittent stimulation, and a burning sensation and redness occurred while charging the ipg. The physician assessed that the pain could be device related. This new pain occurred twice and both of these times the patient went to the emergency room at the hospital where she was admitted, tested for heart attack, treated with intravenous pain medication and later discharged. Additional information was received that the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively and no longer experienced intermittent stimulation, burning sensation or pain at the ipg site.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics and passed visual and functional testing. The data log analysis revealed the recorded temperature was within the expected range while in use and a current leakage test confirmed there was no loss of electric current. Additionally, a residual gas analysis also confirmed the case was intact. Therefore, the reported event was unable to be confirmed with testing of the product return. A product labeling review that was conducted determined that the patient may experience persistent pain at the ipg site and painful electrical stimulation of the chest wall due to stimulation of certain nerve roots several weeks postoperatively. Undesirable stimulation may occur over time due to system failure, loose electrical connections or cellular changes in the tissue around the electrodes. Additionally, the IFU warns that the charger may become warm during charging and may result in pain, discomfort, or a burn if not handled with care. Therefore, the patient's symptoms are known inherent risks associated with use of the scs device, as documented in the IFU.

Manufacturer narrative:
Updates made to block b5, block d6b and block h6: impact codes. The device was not returned to boston scientific for analysis as it remains implanted, however a database analysis was performed. No deviations were observed between (B)(6) 2023 and (B)(6) 2023 however, the database results were inconclusive due to missing records in the provided database. However, a labeling review was conducted which determined that the patients new pain, swelling, burning sensation, redness and intermittent stimulation are known inherent risks associated with implanting a dbs system, as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new pain and swelling in her chest around the implantable pulse generator (ipg) site whether the stimulation was on or off. The patient also felt intermittent stimulation, and a burning sensation and redness occurred while charging the ipg. The physician assessed that the pain could be device related. This new pain occurred twice and both of these times the patient went to the emergency room at the hospital where she was admitted, tested for heart attack, treated with intravenous pain medication and later discharged. Additional information was received that the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively and no longer experienced intermittent stimulation, burning sensation or pain at the ipg site.

Manufacturer narrative:
The device was not returned to boston scientific for analysis as it remains implanted, however a database analysis was performed. No deviations were observed between 27apr2023 and 03may2023 however, the database results were inconclusive due to missing records in the provided database. However, a labeling review was conducted which determined that the patients new pain, swelling, burning sensation, redness and intermittent stimulation are known inherent risks associated with implanting a dbs system, as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new pain and swelling in her chest around the implantable pulse generator (ipg) site whether the stimulation was on or off. The patient also felt intermittent stimulation, and a burning sensation and redness occurred while charging the ipg. The physician assessed that the pain could be device related. This new pain occurred twice and both of these times the patient went to the emergency room at the hospital where she was admitted, tested for heart attack, treated with intravenous pain medication and later discharged.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new pain and swelling in her chest around the implantable pulse generator (ipg) site whether the stimulation was on or off. The patient also felt intermittent stimulation, and a burning sensation and redness occurred while charging the ipg. The physician assessed that the pain could be device related. This new pain occurred twice and both of these times the patient went to the emergency room at the hospital where she was admitted, tested for heart attack, treated with intravenous pain medication and later discharged.